Event description:
It was reported the pt had turned her ipg off last summer and had not used it since that time. The sjm rep met with the pt and was unable to establish communication with the ipg. Follow up identified the physician had scheduled the pt for a surgical procedure to replace the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.